Event description:
It was reported that no disposable clamp tubing alarm. Upon restart, pump alarms no disposable; pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged while pressing green flow stop down. Pump turned on, settings reviewed and upon restart, alarm returns. No patient injury is reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.